Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387 (lot: unknown); product type: 0200-lead; brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; wolff fernandes, f., stenmark persson, r., saryyeva, a., runge, j., blomstedt, p., & krauss, j. K. (2026). Denial of hardware-related skin erosion in patients with effective deep brain stimulation: a novel phenomenon. Stereotactic and functional neurosurgery, 1¿16. Https://doi.org/10.1159/000550653 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿denial of hardware-related skin erosion in patients with effective deep brain stimulation: a novel phenomenon.¿ the following medtronic devices were used: 3387 electrodes among the patients involved, adverse events included: a 54-year-old male patient with bilateral dbs for dystonia experienced skin erosion and wound dehiscence on the scalp. They underwent antibiotic treatment, multiple wound revisions, and a complete dbs system removal. A 67-year-old male patient with bilateral dbs for dystonia experienced skin erosion along with a 2cm wide hardware exposure of the burr hole cap on the scalp. They underwent antibiotic treatment. A 69-year-old female patient with bilateral dbs for dystonia experienced round skin erosion on left dbs electrode. They underwent antibiotic treatment, local wound revision, and removal of the left electrode. No further information was provided pertaining to medtronic products.